Manufacturer narrative:
Additional information was provided to the clinical specialist: the access vessel minimum luminal diameter (excluding calcification) measured 4.7 mm x 6.0 mm at the external iliac artery. Calcification was observed at the iliac artery, but there was no tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 fr esheath is 5.5 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (¿access vessel was relatively narrow¿) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(4), upon removal of a 14fr esheath, an external iliac artery (eia) dissection was found and the area was surgically repaired. Since the patient¿s access vessel was relatively narrow, the heart team planned to first insert a gore¿s 18fr dryseal sheath in the vessel in order to check the accessibility. If there was no resistance, the sheath were supposed to be exchanged to 14fr esheath. The vessel was cut-down and the dryseal sheath was smoothly inserted; therefore the sheath was changed to the esheath. A 23 mm sapien 3 valve was deployed successfully. Upon removal of the esheath, the digital subtraction angiography showed a dissection due to detachment of the intimal tissue in the eia. The area was surgically repaired.